Event description:
It was reported that premature deployment occurred. The target lesion was located in the superficial femoral artery (sfa). A 6 x 120 x 130cm eluvia drug-eluting vascular stent system was selected for use. The stent was loaded over the guidewire and during introduction into the 6f sheath, the stent began to deploy and became exposed. The stent was removed off of the guidewire. Another of the same device was used to complaint the procedure. No patient complications were reported.